Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in 300 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.